Event description:
One patient with discrepant creatinine results. Initial result 0.2 mg/dl, repeat 3.0 mg/dl. The initial result was not reported. The field service rep determined the de-gassed water pressure was low and the vacuum pump diaphragm needed to be replaced. He replaced the gear pump head, sv40 valve and the diaphragm. Performance tests performed which were within spec.